Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they could recharge the controller, however they couldn't get the ins to recharge. Pt stated that the controller would say checking the recharger, however the yellow light above the screen would not flash. The pt attempted to recharge the ins during the call. Pt stated that they had to lay down otherwise they couldn't get the recharger (rtm) in place over the ins site. The pt was asked if the rtm was getting hot while trying to recharge the ins; pt stated that once in awhile they thought the rtm paddle would get warm. Pt confirmed that there was no apparent damage to the equipment. Pt stated that the controller was stuck spinning on the checking recharge quality screen; pt noted that the light above the screen still was not flashing. Pt stated that they would reset the controller and that sometimes the equipment would start working to recharge the ins, however it hasn't worked for two days (pt stated earlier in the call that the issue first started yesterday (B)(6) 2021 and that they had been having troubles on and off). The issue was not re solved. No symptoms were reported.